Manufacturer narrative:
The following additional information was obtained: isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected. Nothing was found out of the ordinary. The issue occurred during dissecting tissues. The instrument was being used for an hour and no idea what caused the issue. There was no resistance or collision. The wrist was straightened. The fragments were retired laparoscopically. All fragments were retrieved. The customer stated no additional procedures were required and the patient did not experience any complications. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.30¿ from the base and the broken piece was returned. Additional observation not reported by site: the instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument tip broke off into the patient and was retrieved. A back up instrument of the same kind was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.